Event description:
After treatment in the nasolabial folds and the marionette lines with juvederm ultra, the patient noted soreness, swelling and redness on left side of nose and redness and soreness in tear ducts, also noting that the eyes were red. The patient stated that there also was bruising which has since resolved. The patient was prescribed topical zovirax, oral valtrex, levaquin, cleocin, omnicef, and vigamox eye drops. To date, allergan has been unable to confirm the reported event with the physician.